Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument had broken. The reps that were covering were unable to provide me with additional information (day in which they broke, duration of surgery, patient information, etc.).